Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a broken input disk detached from the housing, as a result the instrument failed engagement. The root cause of this failure is associated with mishandling/misuse. Additional observations not reported by site: the instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The common cause for broken input disk is associated with mishandling/misuse, such as improper cleaning during reprocessing. The housing was removed for inspection and the grip clamping pulley was found to have a crack. This failure is related to mishandling/misuse. The instrument was found to have a dislodged grip cable at the proximal end (in the housing). The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the medium-large clip applier was not recognized by the robot. Another clip applier was used and worked fine. The customer contacted dvstat because they thought it might be a universal surgical manipulator (usm) issue. The procedure was converted to open surgery with no reported injury. The conversion was not anticipated. However, the instrument issue was not related to the conversion, which happened later in surgery after the clip applier recognition issue.